Manufacturer narrative:
E1) facility name: (B)(6) (noting due to character limit). The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The ceramic tip was damaged due to a component failure of the ceramic head (insulation beak). Based on the results of the investigation, a definitive root cause of the reported event could not be determined. However, it is likely that the component failure was caused by impact, dropping, shock, or similar stress. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the sheath's ceramic tip is damaged. This was found while reprocessing from a previous diagnostic cystoscopy procedure. The procedure was completed with the reported device, and there was no report of patient harm.